Event description:
The customer contacted beckman coulter, inc. (Bci) on (B)(6) 2009, in regards to erroneously elevated accu tni (troponin) results generated on a unicel dxi 800 access immunoassay system for six patients. The initial erroneously elevated results were not reported outside the laboratory. The customer re-ran the samples on a different instrument and the results were within normal reference range. There are no reports of any adverse patient consequence or change to the patient's treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2009. The fse cleaned the aspirate and dispense probes and verified all probe alignments. The fse performed a high sensitivity system check and routine system check both passed within instrument specifications. A definitive root cause could not be determined for this event. This is a single event involving multiple patient samples. There were no reports of any adverse event, changes to patient care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.